Event description:
Per the clinic, the patient developed an infection at the middle ear mastoid which reached the bone and subsequently was treated with oral and IV antibiotics for two weeks (specific date not reported), however, the issue did not resolve. The patient underwent an exploratory blind sac surgery on (B)(6) 2026, to remove the infected bone and underwent a subtotal petrosectomy with blind sac closure. The device was explanted during this surgery and there are no plans to reimplant the patient with a new device as of the date of this report.